Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that a force sensor error was observed. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 06-nov-2024, there was reddish material and a hole on the pebax's surface. This was assessed as MDR reportable with an awareness date of 06-nov-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and force test of the returned device were performed following j&j procedures. Visual analysis revealed that there was reddish material and a hole on the pebax's surface. In addition, the visual inspection revealed a greenish - white material, presumably corrosion on the connector pins. An irrigation test was performed, and no issues were observed during the irrigation of the device. Then the device was dissected and the condition of the sensors of the connector were measured but no problem was found as they were within specifications. A manufacturing record evaluation was performed for the finished device 31283632l number, and no internal actions related to the reported complaint condition were identified. Since reddish material was observed inside the pebax, and a hole in the surface of the pebax, this issue might be related to the force issue reported by the customer, therefore the issue was confirmed. The potential cause of the pebax damage could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The corrosion observed during the test was unrelated to the reported event by the customer. The potential cause of the corrosion could not be determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax damage; the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).